Event description:
The neonatal unit of poitier hospital in france performed blood glucose tests using the contour ts system and a laboratory test. Another infant, less than 24 hours old, received a contour ts glucose reading of 90 mg/dl, while the lab result was 55 mg/dl. The difference between the contour ts and lab readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. No product will be returned for evaluation.